Event description:
It was reported that the device had a system fault. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, and a cracked syringe port. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the intermittent motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.